Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 300-400 mg/dl). Infusion set was changed twice. Customer reverted to using manual injections for insulin therapy. Bg level lowered. Customer alleged pump was not working properly; the pump time was intermittently incorrect. Customer did not know cause of incorrect time. Pump system check with tandem technical support found no further issues.